Event description:
It was reported that during a stenting treatment procedure, the stent got damaged and was explanted. The target lesion was located at a small bifurcation of the mid left anterior descending (lad) artery. The physician wanted to place one stent in the mid lad artery and perform a "t stenting" technique and open the stent to the bifurcation. A non-bsc guide wire was advanced to the mid lad and a second non-bsc guide wire was advanced to the daughter branch. Without predilating, a 2.75x16mm promus element stent delivery system (sds) was advanced to the mid lad and the stent was deployed at 18 atms for 30 seconds. Angiography revealed excellent stent apposition. Next, a non-bsc guide wire was advanced through the stent to the daughter vessel and the physician wanted to remove the existing non-bsc guide wire. However, there was slight resistance when removing the existing guide wire and the promus element stent became deformed and was pulled to the left main. The stent was undersized and could not be deployed in the left circumflex so the physician removed the stent using a lasso technique. The procedure was completed with a non-bsc stent which was post dilated with the kissing balloon technique. No patient complications were reported and the patient's status is stable. This product is only ous approved, but it is similar to an approved united states device.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).